Event description:
It was reported during an ablation procedure, the irrigation port of a cool path duo ablation catheter detached and saline leaked. The cool point pump stopped with an "occl" display. The saline irrigation line was noted to be detached from the catheter handle and saline was leaking from the handle by the irrigation port. The catheter was replaced and the procedure was completed successfully with no adverse consequences to the pt.

Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a follow-up report will be submitted.